Manufacturer narrative:
The device was a rental and has been returned to the rental company. The customer was unable to provide additional details regarding the event. Therefore, repair information is unavailable. There was no patient involvement.

Manufacturer narrative:
Report date: 04oct2021.

Event description:
It was reported to philips that the device's navigational ring was not functioning. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The investigation is ongoing.